Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the introducer tip bent and cracked. No other information was provided.

Event description:
It was reported that the introducer tip bent and cracked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed but the exact cause remains unknown. One 4.5 fr x 7cm microez microintroducer, 4 fr sl powerpicc w/3cg stylet, and accessory components were returned for evaluation. The dilator was returned separate from the sheath. Blood residue and evidence of use was noted. Microscopic inspection of the distal end of the sheath revealed inward bunching and deformation. The sheath orifice also appeared to be compressed and contained an oval shape. The distal end of the dilator also appeared to have been cut as the tapered region was not present and the distal end of the shaft was compressed. Based on the information provided and condition of the returned sample, possible contributing factors include advancement against resistance, steep insertion angle, and inadequate skin nick. Since deformation and evidence of a difficult insertion was noted, the complaint is confirmed but the exact cause remains unknown.